Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that " lately I've had a problem with one of the leads not putting out whatever. I'm going to use the word recalibrated because I don't know the terminogy, but they recalibrated it  they stopped it, redid something and restarted it again. Since I've been home, I've noticed, every three hours, I get a sensation by my pacemaker. The implantable pulse generator (ipg) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.